Event description:
During atherectomy procedure, atherectomy catheter wall split towards the cone-shaped end of the catheter. The plastic-like piece inside the catheter was visible through the split when the catheter was removed. Catheter was replaced with no embolization or injury to the patient.